Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The dilator distal tip had been split. No sheath tip damage was noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the dilator tip damage remains unknown.

Event description:
Related manufacturer ref: 3008452825-2021-00538. During a premature ventricular contractions ablation procedure, a prolonged procedure occurred due to a deflection issue with the catheter, the tip of the introducer being bent, and having to exchange both of the devices. The devices were exchanged and the procedure was completed with no adverse consequences to the patient.